Manufacturer narrative:
For sample collection, product labeling states, "gently squeeze from the base of the finger to develop a hanging drop of blood." The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. It was reported the patient's fingertip was "pressed and crushed, because no blood drop came out." At 07:58, the patient's meter result was 3.6 inr. Within four hours, the patient's laboratory result was 2.42 inr. The patient's therapeutic range and testing frequency were requested but not provided.

Manufacturer narrative:
The test strips were returned for an investigation and were measured on a reference meter with a high-level control sample: testing results (qc range = 2.4 - 3.0 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. Results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch fields: d9 device available for evaluation, d9 date returned to manufacturer, and h3 device returned to manufacturer.